Event description:
Customer reported that she was hospitalized every other month from (B)(6) 2013 to now due to high and low blood glucose. Customer stated that her insulin pump was malfunctioning, it was not delivering the insulin the way it should. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.